Event description:
It was reported that during implant, an induction test was performed and intermittent undersensing was observed during capacitor charging. The therapy was properly delivered and successful. It was noted that the patient had brugadas syndrome. Programming changes were made and a second successful induction test was performed. The device remains implanted. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).